Event description:
Reportedly, the device was explanted after an implant duration of 93.57 months due to unknown reasons. Per the cer: the ring was explanted and a valve [(B) (4)] was implanted as a replacement. No further details were provided. The device will not be returned as it was discarded at hospital. Information was learned through (B) (6) implant patient registry.

Manufacturer narrative:
This was determined reportable per edwards lifesciences procedures. The surgeon's name was not provided in the implant data card returned to edwards (B) (6) implant patient registry. (B) (6) hospital policy does not allow for disclosure of surgeon information or patient history; therefore, no additional information will be provided. Customer letter not required. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. Device will not be returned. Discarded at hospital.